Event description:
According to the reporter, the anastomosis was completed, the surgeon turned knob to release the anvil, the instrument was pulled out, but the anvil was left behind stuck to tissue and the instrument was removed without the anvil. Surgeon tried to remove the anvil with instruments, but it could not be removed. Procedure was converted to open in order to remove the device trans-anally. Or time was extended approx 15 to 20 mins. Pt is stable. Sex: female. Procedure: sigmoid resection.

Manufacturer narrative:
.